Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 at 18:21:21.during night drain cycle four, the patient's ultrafiltration reading was 1271ml, indicating the home patient (hp) drained 1271ml more than their maximum programmed fill volume of 2100ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported event was confirmed through the review of the event history logs. The cause was one or more cycles advanced to the next fill when a slow / no flow occurred above the minimum drain volume threshold. If additional relevant information is received, a supplemental medwatch will be filed.